Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 around 11:30 am, he had experienced a hypoglycemic event and lost consciousness. Patient's wife came home, found him unresponsive and called paramedics. Paramedics came and administered glucagon and orange juice. Dexcom is seeking for patient to return his cgm in order for dexcom to investigate the data around the time of the event. At the time of his call to dexcom technical support, patient was feeling better.